Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that a diagnostic fluoroscopic image was unable to be viewed without increasing the amount x-ray dose. The customer reached the pre-determined site threshold for dose and chose to terminate the pacemaker placement procedure. No patient death or serious injury was reported related to this event.